Event description:
Revision surgery due to breakage of all-poly shell.

Manufacturer narrative:
This device is custom implant. Because of the short time from manufacture to implant, an expiration date is not applicable.